Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed device detached distal tip could not be determined, however, the issue was likely the result of component failure due to excessive physical force and or wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the distal tip of the cysto-nephro videoscope was found to be detached. There was no patient involvement, and no harm was reported as a result of the event.